Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014 device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the keypad was found to be torn along the top of the keypad. During testing no evidence of the key contacts sticking or requiring excessive force to elicit a response was noted. With the keypad cover removed, contamination was noted underneath the up arrow, down arrow, okay, and contrast button contacts. Unrelated to the complaint, the pump was powered up with a dim, reddish display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow and down arrow keypad buttons were under responsive, and that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.